Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was unknown at the time of incident and the current blood glucose level was 266 mg/dl. The customer was assisted with troubleshooting and declined for high blood glucose. Customer stated they had a blood glucose over 400 mg/dl when taking off 1st set treatment through insulin pump and manual injection. Customer stated that they had 2 sets that failed, the 1st one was not putting insulin into body so changed it. Second one while in church came off and noticed the adhesive was not sticky. The insulin pump will not be returned for analysis.